Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer was not using the auto mode feature on insulin pump at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 50 mg/dl and treated with drinking something. Customer was assisted with troubleshooting. Customer stated that the transmitter was not charging. Customer stated that the red light was flashing on the charger then when customer pulled out the transmitter, no led light flashing. Customer did not try replacing the battery in the charger. The insulin pump will not be returned for analysis.